Manufacturer narrative:
The contract manufacturer reviewed the dhrs for lots aq060048-26 & aq060047-184 and stated no evidence of issue during the manufacturing process. The lot number was reviewed by coloplast for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6), mucous erosion / obstruction of vaginal entry by pulpit or organ (do not know) / right hip pain / pain in groin especially left / radiating pain in right leg / lower back pain / impossible to do jogging or long walks / discomfort for possible sexual intercourse / persistent and constant incontinence / internal itching / sporadic urethra / anxiety / stress and insomnia.